Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported there is a thick black line in the center of the screen of the meter. No adverse event reported. Requested return of the alleged meter for evaluation.